Manufacturer narrative:
The lot number for 1 of the 4 malfunctions was provided and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for evaluation for 3 of the 4 malfunctions. Medical records were not provided for 1 malfunction. Additionally 2 of the malfunctions provided images for further review. The investigation is confirmed the detachment of device or device component for 3 of the devices that provided medical records, and it also confirmed 2 devices for patient device interaction problem, however, it is inconclusive for 1 of the alleged patient device interaction problems. The remaining device is still under investigation since images were provided and they are still pending for evaluation. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the information indicates that model rf048f vena cava filter allegedly experienced a detachment of device or device component and a patient device interaction problem. This information came from various sources. All 4 malfunctions involved a patient with no patient consequences. 3 of the patient's ages ranged from 29-58 years. 2 of the patients are male. One patient is female. The remaining patients' age, weight, and gender were not provided.

Event description:
This report summarizes four malfunctions. A review of the information indicates that model rf048f vena cava filter allegedly experienced a detachment of device or device component and a patient device interaction problem. This information came from various sources. All 4 malfunctions involved a patient with no patient consequences. 3 of the patient's ages ranged from 29-58 years. 2 of the patients are male. One patient is female. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for 1 out of the 4 malfunctions was provided and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for evaluation for 3 of the 4 malfunctions. Medical records were not provided for 1 malfunction. Additionally 2 of the malfunctions provided images for further review. The investigation is confirmed the detachment of device or device component for all 4 malfunction, patient device interaction is confirmed for 3 malfunction, however, inconclusive for 1 malfunction. Further evaluation of images of one malfunction was updated and trending device code (2616 - malposition of device and 1528 - difficult to remove) was added; confirmed malposition of device and inconclusive for difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10:g4. H11: b5, d4 (UDI no), h6 (device code fro one malfunction (2616 - malposition of device and 1528 - difficult to remove) , results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.